Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleges nasal/throat irritation and, shortness of breath, and headache. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleges nasal/throat irritation and, shortness of breath, and headache. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleged nasal/throat irritationand, shortness of beath, and headache. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and the manufacturer visually inspected the external and internal showed dust/dirt contamination inconsistent with degraded sound abatement foam was observed. Keratin contamination observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was presence of contamination in the airpath. Section g2 corrected and h6 updated in this report.